Event description:
Patient reported "it hasn't done a thing for me. Actually, my bladder is weaker than it used to be. Wish I would have just did a surgery or something because my axsonic(sp) didn't do a darn thing." This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).